Manufacturer narrative:
Concomitant medical products: dtmb2d1 crtd; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered pocket erosion, so the cardiac resynchronization therapy defibrillator (crt-d) unit was replaced and plastic surgeon made a new pocket for the new device. It was also noted that the right atrial (ra) lead was implanted after the used before date. No further patient complications have been reported as a result of this event.